Manufacturer narrative:
Pump passed the displacement test, self test, sleep current measurement and active current measurement. Pump was returned for battery power loss alarm confirmed in the long trace. Detailed trace analysis confirmed the pump alarmed battery power loss alarm was triggered when the backup battery unloaded voltage (ul vlith) was less than 3.7v for consecutive 240 minutes due to non-sleep anomaly software error. (B)(4).

Event description:
It was reported that there was only 2 min between battery power low and replace battery now alert. The customer¿s blood glucose was 11.9 mmol/l at the time of incident. The insulin pump will be returned for analysis.